Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be evaluated as the pump logs were unable to be retrieved due to different issues identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was noted to be unresponsive. The customer's blood glucose level was 141 mg/dl. The customer connected the pump to a power source to charge for an hour and the pump remained unresponsive. Reportedly, the customer has manual injections available as alternate insulin therapy.